Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the 70% stenosed, moderately tortuous, heavily calcified, mid diagonal (d1) lesion, after positioning the non-abbott guide wire, the 2.5 x 15 mm nc trek balloon dilatation catheter (bdc) was advanced with strong anatomical resistance. While forcefully pushing, the proximal shaft of the bdc separated. The device was removed from the anatomy and a 2.5 x 15 mm nc traveler bdc was used for pre-dilatation at 10 atmosphere (atm) for 14 seconds. The procedure was successfully completed after implantation of a 3.0 x 20 mm non-abbott stent. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The coronary dilatation catheters nc trek rx global instruction for use states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. The investigation determined the reported failure to advance and the shaft separation appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.